Event description:
It was reported that the patient is experiencing pain in his hip, buttock, and lower buttock area. Patient states that a lot of activity aggravates the hip and causes pain. The patient states that he has had blood work done but now he needs an MRI.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.